Manufacturer narrative:
Product complaint # (B)(4). Batch #: r59l9m. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the contour device used in one or multiple firings to complete the single rectum transection? Can you please clarify what was meant by, ¿other side is still opened¿? Were any staples observed on the open side and if so, please describe the shape? What other options were considered prior to converting apr? Why was the procedure converted to apr? What is the current status of the patient?

Event description:
It was reported that during a low anterior resection procedure, my doctor had a "compliant" on contour gun which he is used the same for yesterday¿s case. During the surgery time he fired the contour gun. After that he opened circular stapler and ready for firing. He checked the earlier contour stapled area and he found that only one side is stapled and other side is still opened. While he "inserting" the circular stapler it is coming out in the opposite side. Immediately he converted lar to apr and finished his surgery and reported same to me.